Manufacturer narrative:
Broken cable inside the file clip. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event it was reported that a propex ii apex locator was giving incorrect measurements; no injury resulted.